Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Original implant date unknown. Placeholder.

Event description:
It was reported a patient was implanted with synapse system on an unknown date at levels c3-c7. The patient returned to operation room on (B)(6) 2012, for a revision surgery of a posterior fusion to extend the construct inferiorly due to kyphosis below the existing construct at c7-t1. Kyphosis had nothing to do with the instrumentation of the original surgery. During the revision procedure, the top loading transconnector became stuck to the transconnector locking nut and transconnector locking screw. The transconnector was fused/cold-welded to the nut and locking screw. The surgeon was able to get the nut off of the transconnector but the locking screw was still stuck. Surgeon had to disassemble the transconnector in order to disconnect the locking screw. This happened twice during the procedure. Surgeon was able to remove the transconnector along with the nut and screw. Surgeon revised patient with brand new transconnector, nut and screw. Surgeon completed the procedure with no further problems, and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).